Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The first device was set up and they immediately got a check saline alarm.. The saline line was checked and reset and they received the same message. The third time the message said change thrombectomy set. The device was replaced with a new angiojet® solent¿ omni catheter. During the procedure, 20 seconds into thrombectomy mode, there was a "check saline" message and the device stopped. The collection bag had blood and saline in it. The pump was full of saline. The system was checked and could not overcome the alarm to replace thrombectomy set message. The procedure was completed with another of the same device. There were no patient complications reported an the patient was stable.